Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 40 mgd/l and 305 mg/dl within a ten minute time period. The difference in those readings was determined to be clinically significant. No decision to treat was reportedly made with these readings. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that evaluation, a follow-up report will be filed.